Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9 and h3. Failure analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint of "clips were failed to be applied continuously." Upon visual and microscopic inspection, no damage was found to the wrist assembly. No misalignment of grips was observed. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed to close the ligation clip. Even with no object to clip on, the grips did not appear to fully close for clip action to occur. The instrument was transferred to engineering for further evaluation. A follow-up MDR will be submitted when the investigation is completed and/or if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the medium-large clip applier instrument involved with this complaint. Advanced failure analysis confirmed the initial failure analysis. The instrument was placed on an in-house system and clip application was retested and failed. The housing was removed and the push-pull rod was inspected for any bend or fatigue and was found to be normal compared to a functional instrument. It was observed that the instrument had a severe bend in the main tube. The failed clip test was likely due to this severe bend causing enough friction to prevent the push-pull rod from moving fully, which resulted in the jaws of the instrument being unable to close all the way. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument continuously failed to apply the clips. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer used the medium-large clip and confirmed that the issue was identified during clip application inside the patient. There was no physical damage found on the instrument. The vessel was less than 10 mm in diameter. No fragment fell inside the patient. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the medium-large clip applier instrument (part# 478053-04/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used on (B)(6) 2022 via system (B)(4). There were 70 uses remaining after this last usage. A review of the procedure log showed the site performed this cholecystectomy surgical procedure on (B)(6) 2022 via system (B)(4). This event is being reported because the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.